Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to t.

Event description:
It was reported that the pc unit had green/blue deposits in the iui connectors. This was observed by bd associate during site visit. There was no patient involvement.

Event description:
It was reported that the pc unit had green/blue deposits in the iui connectors. This was observed by bd associate during site visit. There was no patient involvement.

Manufacturer narrative:
Additional information: manufacturer narrative. Investigation summary: the reported of the pcu had contamination in the iui connectors was not confirmed reviewing the data and no malfunction device were provided for testing. The external or internal inspection could not be performed as the suspect pcu was not received for investigation. The facility provided a description of the event issue. No laboratory testing was able to be performed on the reported devices as they were not returned for investigation. During the on-site visit, five (5) pcu devices were evaluated, and one pcu was found to have contamination/corrosion deposits on the iui connectors. These types of deposits cause contamination of the pcu and can lead to a connection failure during use. None of the devices were observed during patient use. Alaris devices were staged in either the equipment storage room or empty patient rooms. The bd alaris system¿ cleaning and disinfecting procedures state the approved cleaning solution for use are: ¿ clorox healthcare® bleach germicidal wipes. ¿ dispatch® hospital cleaner disinfectant towels with bleach. ¿ metrex caviwipes¿ bleach disinfecting towelettes. Proper care and maintenance are essential for keeping the alaris system in good condition. To ensure efficient operation, use the recommended cleaning products and follow the correct cleaning and inspection procedures. Additionally, only use disinfectants approved by bd to clean and disinfect the bd alaris system. ¿ use of unapproved disinfectants can result in incorrect device operation. ¿ do not return a damaged device to patient use. Damaged devices can result in patient harm. Send the damaged device to biomedical engineering for repair. Root cause: the root cause of the reported that the pcu had contamination/corrosion in the iui connectors cannot be determined from the provided information and emails. There were no devices returned for investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.